Event description:
It was reported that the autoplex was being used in a procedure when the cover broke during the mixing process, resulting in the nurse's glove being cut and she received a small scratch on her hand. This required no medical attention. There were no other patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A follow up report will be filed after the device is received and the quality investigation has been completed. Device not received by manufacturer.

Manufacturer narrative:
At this time, a definite root cause can not be determined. Based on the returned unit evaluation, the probable root causes for subject condition can be related, but not limited to: locking tabs on cap not strong enough and break (i.e. Material strength/brittleness). Lid was not properly locked on the mixing chamber or the o-ring was caught when locking the lid. (User related). Force exerted on lid due to cement pressure causes the part to break. The device was scrapped at the manufacturer when the investigation was completed.

Event description:
It was reported that the autoplex was being used in a procedure when the cover broke during the mixing process, resulting in the nurse's glove being cut and she received a small scratch on her hand. This required no medical attention. There were no other patient or user injuries, and no adverse consequences.